Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed for no delivery. The blood glucose reading was 16 mmol/l. A new infusion set was assembled with the reservoir and the alarm recurred. Resistance was noted with a manual push. The reservoirs will be replaced and returned for analysis.